Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o. O. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab ltd (under registration #9611530). As of 2014 that number was de-activated due to the site no longer shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. An investigation was performed on this complaint. Arjohuntleigh received a customer complaint indicating that whilst the patient was being transferred from bed to chair, the front castor fell off the maxi twin. When reviewing similar reportable events, we have not found any cases that may relate to the issue investigated here: castor separation from the chassis during use. There is no complaint trend for this kinds of events. The hoist was put through a function test by the arjohuntleigh representative that visited the customer site. The device was in a full electrical working order. The hoist has been used to excess, multiple scratches to legs and chassis were detected. Evidence of paint on boom was found, indicating lift has been raised and hit an object. Castors have scratches consistent to being knocked into objects. It can be suggested that this castors malfunction was observable to the caregiver prior to this incident. The castors are mounted to the lift legs using screws and the connection is secured by loctite glue. Based on the collected information, findings made during the inspection of the involved device, we (arjohuntleigh) have been able to establish that the possible sequence of events preceding castor detachment could be as follows: loosening the castors, for example by mechanical impacts which are degenerating loctite connection, loctite was not playing its role due to severe impacts that caused progressive unscrewing of the castor screw, process of unscrewing the bolt was not noticed by the caregiver during inspection of the lift. Unscrewing the leg bolt is not sudden; it is a process which takes place for a longer period of time. Operating and product care instructions (IFU, document number 04.kt.00/2us dated on december 2007), which is delivered with every device, gives clear guidelines determining caregiver's obligation to maintain maxi twin on a regular basis. "The following checks should be carried out daily. Warning: ensure that the castors are firmly secured to the chassis. Periodic testing. To be carried out at weekly intervals. General lift condition: a general visual inspection of all external parts should be carried out, and all functions should be tested for correct operation, to ensure that no adverse damage has occurred during use. Warning: if in any doubt about the correct functioning of the maxi twin, withdraw it from use and contact arjo service department. Warning: with regular use the following items are subject to wear: slings, batteries, straps, castors. These items must be regularly checked as described previously, and replaced as necessary." The possible sequence of the events presented above seems to be the most probable and to be in line with the event description as well as outcome. Our evaluation appears to point to a use error having occurred. On the labelling there is particular attention to the responsibility of the device owner to make sure that the castors working condition is maintained. This complaint is reported in abundance of caution. The device did not play a role in an actual adverse event, it was out of the manufacturer's specification. It was being used for patient care - and in that way contributed to the event without causing actual serious injury or worse.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o. O. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the investigation.

Event description:
It was reported that when the patient was being transferred from the bed to chair, the front left castor fell off the hoist. The castor was refitted as the bolt had come loose. The hoist stayed in an upright position, ballancing on the three remaining castors. There was no injury reported.